Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure and cardiac arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev c, is currently available. This IFU lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system (lvas). This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1, "introduction," explains that ventricular blood may flow either through the left ventricular assist device (lvad) or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that the patient had right heart failure and remained on inotrope post-implantation until (B)(6) 2021. It was unknown if the device caused or contributed to right heart failure. The patient was started on sildenafil and has been seen on a regular basis about every 3 months. The have been no symptoms of right heart failure at last visit on (B)(6) 2021.

Event description:
It was reported that the patient had a ventricular tachycardia (vt) episode. They were given amiodarone IV followed by continuous amiodarone drip. Ventricular tachycardia resolved. The arrhythmia was noted to be preexisting to the left ventricular assist device (lvad). The patient was also reported to have right heart failure as they remained on inotropes on post operation day 8.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.